Event description:
I had the midureteral bladder sling tvt mesh implanted for sui. During my recovery period at the hospital, I needed a blood transfusion, then acquired an infection. Had to self-cath for almost two weeks. I have not recovered from the surgery. I have constant extreme pelvic pain. I cannot even get out of bed unless my narcotic pain medicine takes effect, even then it only reduces about 50% of the pain. I have voiding problem, my urine only trickles and it causes me pain when I void. I can no longer have intercourse with my husband because of the severity of the pain in my pelvic area. Prior to this mesh implantation, I rarely had utis and none in about 5 yrs prior to mesh. Since the mesh surgery, I've had frequent utis about six in 12 months. My blood work indicates I have chronic inflammation but my pcp does not know why. I developed swollen joints and severe bloating of the entire body, was suspected with ra but the rheumatoid specialist findings were negative for ra. I believe my body is rejecting the mesh and causing many autoimmune disorder symptoms. I have frequent hives, digestive issues, headaches, extreme fatigue, sore throat, mood changes, memory problems etc. I haven't been able to return to work since this surgery. I've had prior surgeries and none were debilitating as this mesh surgery. I've gained over (B)(6) because I can't be physical anymore. I have been suicidal since the mesh implantation because I have no life. I can't take care of my three kids because of my ill health. Please recall this mesh product to save other women's lives.